Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture and exchange from textured to smooth devices". The device was explanted.

Event description:
Healthcare professional reported "rupture and exchange from textured to smooth devices". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as surgical damage and missing assessed as inconclusive. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, missing on the plug strap, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.